Event description:
Customer reports analyzer leaking from the reservoir onto the floor. Customer states fluid is seeping from behind the analyzer to the front of the analyzer. No discrepant or erroneous pt results were generated and no operations were harmed.

Manufacturer narrative:
The field service representative determined a damaged rinse mechanism water line caused the leak. The water line had been placed behind the bracket for the rinse mechanism and tore during operation. He replaced the damaged tubing and cleaned up the water. He performed mechanism checks, checked for any leakage and verified rinse mechanism functioned properly.